Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02269. It was reported during an ipg replacement procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-08709), the physician attempted to place an additional lead for added coverage. The physician attempted two leads without success due to patient anatomy. The patient was receiving effective therapy post-operatively.